Event description:
(B)(4). Event occurred in the (B)(6). The patient's mother reported that the infusion set's tubing detached from the tubing connector, when she opened the infusion set. The mother threw the set away and inserted a new one. The infusions were stored in a box in the house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.